Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d2b (dqy;lit), d4 (expiry date: 10/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly did not deflate. It was further reported that another piece of equipment had to be used to pierce the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, a rupture was noted to the balloon at the distal tip. Fiber disturbance was noted to the balloon. Due to the nature of the complaint, no functional testing was performed. The noted rupture and fiber disturbance in the balloon are likely to be caused by the user puncturing the balloon when trying to remove the device from the body. Therefore, the investigation is inconclusive for the reported deflation problem and removal difficulty as no functional testing could be performed. A definitive root cause for the alleged deflation problem and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate. It was further reported that another piece of equipment had to be used to pierce the balloon. Reportedly, the balloon was difficult to remove. There was no reported patient injury.